Event description:
It was reported during office device checks that the atrial lead was exhibiting noise. During a generator change procedure, that atrial lead was capped on (B)(6) 2021 and a replacement lead was successfully implanted. The patient was discharged.